Event description:
Additional information received reported that ¿all checked out fine¿ at the appointment on (B)(6) 2013.

Event description:
It was reported that the patient programmer batteries ran out "a couple days ago". Once the patient placed new batteries the programmer did not make noises. Everything else was normal. A loss of therapeutic effect was reported, and it was stated that the patient¿s ins must have somehow got turned off. The patient couldn¿t walk and once new batteries were placed and the ins was turned on the patient experienced a "terrible jolt" that was "not a pleasant experience." It was noted that the patient was increased to 3.4v and was functioning fine now.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v884064, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).